Event description:
Inserted 12 port; inserted 10mm scope; abdominal survey performed and noted foreign body (appeared to be part of leaf valve) under 12 port site. Inserted grasper and removed foreign body and identified as leaf valve; port was verified to not be leaking; case continued without incident. Port removed and retained for examination.